Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's proximal neck was shorter than 10mm, and 5mm in a part of the access vessel. After placement of a mainbody and two iliac leg grafts, the final confirmatory angiography showed proximal type I endoleak. The leak was persisted even after additional ballooning, but the physician completed the procedure without additional device placement because resolution was expected after heparin was neutralized. The patient will be followed closely. The patient's condition after the procedure is unknown as not provided by reporter.

Manufacturer narrative:
(B)(4) - not consequence to patient reported. (B)(4) - endoleaks are addressed in the provided IFU. Event is still under investigation.